Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that, on (B)(6) 2024, the patient had a bacterial lung infection and respiratory failure. The patient was treated with drug therapy, thoracotomy, and was reported to be in an ongoing intubation. On (B)(6) 2024, the patient had a renal dysfunction with a maximum creatinine level of 2.11,g/dl and was treated with dialysis for 2 weeks. On (B)(6) 2024 the patient had a persistent ventricular arrhythmia that required defibrillation or cardioversion. On (B)(6) 2024, the patient had a massive alveolar bleeding and less that 4 unit or red blood cell concentrate (rcc) was transfused per 24 hours. At the time of the bleeding, the patient was on heparin sodium, anticoagulant therapy. A drug treatment was also performed. The cause of the bleeding was thought to be complexities of medical management. On (B)(6) 2024 intravenous immunoglobulin (ivig) was performed for critical illness polyneuropathy (cip). On (B)(6) 2024, blood cultures were positive for bacterial infection and drug therapy treatment was performed. On (B)(6) 2024, the patient had a renal failure with a maximum creatinine level of 1.83mg/dl and underwent a dialysis treatment for 1 week. It was unknown if there was a causal relationship among the patient's adverse events and the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU lists potential adverse events, including infection (local, driveline or pump pocket infection), respiratory failure, renal failure, cardiac arrhythmia, and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also lists infection and arrhythmia as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the critical illness polyneuropathy (cip) was pneumonia, sepsis. A tracheostomy was performed on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.